Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was 533 mg/dl. Customer advised they had not treated for high blood glucose. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during bolus delivery. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer removed the reservoir, removed the infusion set, then reconnected the set and reservoir. Customer advised there was a greater than normal resistance when they replaced the plunger and manually pushed plunger to ensure insulin exited the tubing. Customer was advised the infusion set and reservoir would be replaced. Customer agreed to return the products for analysis.